Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results although not conclusive in the absence of the event baseplate, could not verify the event explanation and suggest that this event is not device related but rather is associated with intra-operative procedures.